Event description:
Boston scientific crm received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high right ventricular (rv) pacing impedances. The alert was discussed with the patient's clinic. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that additional latitude red alerts were received for high rv impedances. It was noted again that when the patient was in the office for troubleshooting, all measurements appeared to be normal. There was noise noted on the rv channel with pocket manipulation. The noise was not sensed by the device. Technical services (ts) discussed a possible intermittent connection issue and it was noted that the patient will likely continue to be monitored.

Event description:
Additional information was provided that the high impedances could not be reproduced during the follow up with the physician present. It was noted that the patient would continue to be monitored via latitude.